Event description:
It was reported that the patient presented for a scheduled pacemaker replacement procedure. During the procedure, it was noted that the right ventricular (rv) and the right atrial (ra) leads were difficult to be removed from the pacemaker's header. There was blood seen on the devices which was from old pacemaker implant procedure. The ra and rv leads were disconnected from the header and connected to the new pacemaker. New pacemaker was implanted. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of difficulty removing the atrial and ventricular leads was confirmed. Analysis revealed there was blood accumulation in the a- and v-connector port zones. The blood in these areas had a bonding effect between the inside areas of the connector ports and the surfaces of the lead body. This made the leads difficult to remove. Some of the blood became calcified making lead removal even more difficult. The setscrews had no effect on lead removal since they had been removed by the physicians. The blood was most likely not cleaned from the proximal ends of the leads before they were inserted into the connector ports at time of implant.